Manufacturer narrative:
Insulin pump received no button response from esc button due to lcd unlock keypad connector. Unable to perform displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to no button response. Unable to verify no delivery alarm, battery out limit alarm and low battery alarm due to no button response. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
It was reported that customer received no delivery alarms. It was found that reservoir was empty and no delivery alarm cleared. During troubleshooting, it was found that customer also received excessive battery out limit alarm when battery was not out greater than duration allowed. Customer's blood glucose was 300 mg/dl. It was reported that insulin pump would need to be replaced.